Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Initial reporter name and address: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06s61-32 (sars-cov-2 igg ii quant) that has a similar product distributed in the us, list number 06s61-30 (advisedx sars-cov-2 igg ii), eua(B)(4).

Event description:
The customer observed a false positive sars-cov-2 igg ii quant result for one patient on an architect i2000sr analyzer. The following data was provided (customer¿s cut off is 49.9 au/ml): initial result, on (B)(6) 2021, was 84.3 au/ml. The patient was redrawn on (B)(6) 2021 and the result was 16.3, repeats on (B)(6) 2021 were 34.6 and 19.3 au/ml. The patient was tested on (B)(6) 2021 for pcr and igm and both results were negative. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier was added. Section b5 - describe event or problem was updated to include the patient identifier. The complaint investigation for false positive architect sars-cov-2 igg ii quant results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Performance testing was not completed for lot 25335fn00 as the lot expired. Device history record review on lot 25335fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported a potential false positive result for one patient when testing was performed with architect sars-cov-2 igg ii quant, lot 25335fn00, on an architect i2000sr analyzer. The following data was provided (customer¿s cut off is 49.9 au/ml): sid (B)(6) initial result, on (B)(6) 2021, was 84.3 au/ml. The patient was redrawn on (B)(6) 2021 and the result was 16.3 au/ml, repeats on (B)(6) 2021 were 34.6 and 19.3 au/ml. The patient was tested on (B)(6) 2021 for pcr and igm and both results were negative. To assess the specificity performance of the assay, a negative percent agreement (npa) study was performed using frozen serum and plasma specimens from 2008 unique study subjects were tested using the sars-cov-2 igg ii quant assay. All specimens were collected prior to (B)(6) 2019 (pre-covid-19 outbreak) and were therefore assumed to be negative. The npa is 99.55% (95% ci 99.15, 99.76). Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg ii quant reagent, lot number 25335fn00, was identified.

Event description:
The customer observed a false positive sars-cov-2 igg ii quant result for one patient on an architect i2000sr analyzer. The following data was provided (customer¿s cut off is 49.9 au/ml): sample ID (B)(6) initial result, on (B)(6) 2021, was 84.3 au/ml. The patient was redrawn on (B)(6) 2021 and the result was 16.3, repeats on (B)(6) 2021 were 34.6 and 19.3 au/ml. The patient was tested on (B)(6) 2021 for pcr and igm and both results were negative. There was no impact to patient management reported.